Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump thrombus, nos. Specific component(s) involved: pump drive unit malfunction. Additional text: thrombus in pump. Causative or contributing factor: patient noncompliance in device maintenance and protection. Intervention(s): replacement of pump. Implant device type: lvad.